Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the 840 ventilator had an unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the keyboard assembly. The customer reported to have followed the tse recommendations and the malfunction has been corrected. The customer has conducted final testing. Covidien was not authorized to evaluate the device.